Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was performed and all product met requirements prior to release. Product retains from the same lot of product were tested for finished goods testing, which included tensile strength and moisture testing, all samples passed. The report could not be substantiated and a cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical, or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided by riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "following a laparoscopic septoplasty and functional endoscopic sinus surgery where the device was used for skin closure, tissue damage was noted. There was a possible dehiscence and there was a granulomas forming."